Manufacturer narrative:
Date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 10f sheath hole prior to an ablation intervention procedure. The sutures of two proglide devices were successfully placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed sutures of the two proglides. Reportedly two days post procedure, the patient presented with groin pain. Ultrasound was performed and it was found that the access site where the proglide sutures were was 75% stenosed. The area appeared "puckered". The physician believed it was due to the proglide device(s). Reportedly, the "patient will have a surgical cutdown in the next week or so". No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of pain and occlusion are listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. The patient effects are possible adverse events. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed reports, despite numerous attempts, no additional information regarding the follow up treatment (if any) has been provided.